Event description:
This healthcare organization has two documented cases of breast implant pts with m. Fortuitum and a 3rd just contacted the nurse on friday who has informed them that that this pt is being treated with a leprosy prescription with large oozing lesions all over body. The nurse believes that this may check out to be the same as the others. Nurse believes, that this relationship concerning this type of bacteria and medical device ie - breast implant - should be studied by the nih asap. Searches were done via pub-med by rptr: south med j 1999;92(1):80-3. Mycobacterium avium infection in a pt with the acquired immunodeficiency syndrome and silicone breast implants: "we describe a case of mycobacterium avium-intracellulare infection in a silicone augmented breast of a female pt with the acquired immunodeficiency syndrome and disseminated mycobacterium avium complex. Explantation and treatment with appropriate antibiotics led to resolution of the breast infection." Plast reconstr surg 1995 jan;95(1):142-4. Localized mycobacterium avium-intracellulare mastitis in an immunocompetent woman with silicone breast implants: "while m. Avium-intracellulare has received increasing recognition due to its association with aids, silicone breast implants have come under increased FDA scrutiny, requiring new safety and efficacy protocols. We report a case of localized m. Avium-intracellulare mastitis associated with a breast implant in an immunocompetent, hiv-negative woman who was cured with implant removal and a long course (6 months) of clarithromycin. Serous exudates occurring in association with breast implants should be cultured for acid-fast organisms. Clarithromycin may be a therapeutic adjunct to effectively cure these infections." Ann plast surg 1996 oct;37(4):411-4. Mycobacterium avium infection in a pt with acquired immunodeficiency syndrome and a solid silicone buttock implant: "a 31-year-old female pt with both acquired immunodeficiency syndrome and a solid silicone buttock implant presented with fever. Using ultrasound-guided aspiration of the periprosthetic space, a diagnosis of mycobacterium avium complex infection involving the implant was made. The implant was surgically removed and the pt had a resolution of their fevers while treated with ethambutol, rifabutin, ciprofloxacin, and clarithromycin." Plast reconstr surg 1993 sep;92(3):469-73. Adjuvanticity and arthritogenicity of silicone: "potential adjuvanticity and arthritogenicity of silicone obtained from a mammary implant were investigated. Silicone, injected intraperitoneally in conjunction with heat-killed mycobacterium tuberculosis and el4 cells (mouse tumor cell, h-2b), failed to enhance the development if immune response directed toward el4 cells in lewis rats. Subplantar injection of silicone, alone or in combination with heat-killed m. Tuberculosis, also failed to induce adjuvant arthritis in lewis rats. These findings suggest that silicone has neither adjuvant activity nor arthritogenic property and is not an effective substitute for the mineral oil component of freund's adjuvant." Plast reconstr surg 1985 jan;75(1):104-6. Mycobacterium avium infection in a silicone-injected breast: "a case of atypical mycobacterial infection (m. Avium intracellulare) in a silicone-injection augmented breast is described. The silicone injection may have been a contributing factor to the development of this unusual infection. Disseminated m. Avium was present in this pt, with breast involvement being suggested by the rapid appearance and disappearance of localized areas of erythema and tenderness. Aggressive treatment of these breast infections while they are still localized may prevent systemic spread. Conventional incision and drainage of the breast abscess combined with multidrug treatment directed against m. Avium is the recommended therapy." Same day surg 1979 jan;3(1):15. Infections reported in mammary implants.